Event description:
It was reported that the ar-1255 wires (x3) broke during the procedure. The customer states the transplant was inserted into the femoral tunnel and the wire was running smoothly. The customer reported afterwards that the wire had a kink that was outside the bone and while inserting the pin (before it was impacted), the wires broke. Three sets were used and the surgery was delayed over 30 minutes. No further pt info is available and no add'l adverse consequences were reported with the pt from this event. This device is used for treatment.

Manufacturer narrative:
The device was discarded by the surgical facility. Review of the device history record revealed nothing relevant to this event. The initial complaint info indicates "the kink was already outside the bone and while inserting the pin the wires broke." Previous investigations indicate broken wires typically occur from excessive force applied during use. However, the cause of the complainant's event could not be determined from the info available and without device eval.